Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient further alleges that he has constant fluid build-up and that his surgeon stated the tibial implant may not have been implanted correctly. Further, the surgeon stated the top surface of the tibial component may be slightly angled.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard ps open box femoral # 183113 lot # 100510, vanguard ps tibial bearing # 183660 lot # 409960. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11275. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has been experiencing continuous swelling and pocket of fluid on his knee, following knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.